Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Surgeon was testing shunts with monometers and when they didn't pass, would set them aside. He has 6 to return to be evaluated. Rep is to file complaint with more information.